Event description:
It was reported that the patient had had a persistent cough for a year. Since (B)(6) of 2013, the patient had been having some seizures. The patient was now on seizure meds. The reporter was wondering if the cough could be related to the pump or baclofen. They were doing an allergy test and other tests to find out the cause. The pump was delivering baclofen. The patient also took 5 mg of oral baclofen. The pump dose had been slowly increased over time. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information was received and it was reported that the hcp (healthcare provider) did not believe that the cough or seizures were device related. An eeg was done and found to be abnormal; keppra was started as anticonvulsant. The patient was doing well. The device system was delivering gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).